Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and it was noted that the hemostasis valve could not be tightened and was leaking blood and contrast. There was no clinical event occurrence due to leaking. The device was exchanged for new one and procedure was successfully completed.

Manufacturer narrative:
Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection found no damage or defect to the returned device. For functional testing of the returned device, a syringe (filled with fluid) was attached to the hub/valve. The valve was closed, and positive pressure was applied. While flushing the device, fluid was not found to be leaking and the valve was able to be closed fully.

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and it was noted that the hemostasis valve could not be tightened and was leaking blood and contrast. There was no clinical event occurrence due to leaking. The device was exchanged for new one and procedure was successfully completed.